Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3058 mgu ipg, implanted: (B)(6) 2015 and 3889-28 mgu lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had low impedance of less than 100 ohms. It was further reported that the lead had no capture, no sensing and noise. Upon removal of the lead from the pocket, the lead was noted to have a milky, white and yellow coloration. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.